Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for bi- directional dna sequencing of portion of rh intron 2. The variant rhce*c.ivs2+3133a>g was identified on allele rhce*ce. The failure of ID core xt to detect the 109-bp intron 2 associated with the rhce*c allele is due to the presence of rhce*c.ivs2+3133a>g variant at the probe site. This variant was previously reported for the case re19/026 and the limitation reported in "assay limitations" (limitation 9) of the last version of the packages insert sent for FDA approval in first annual report (2019) . ID core xt reported a predicted c- phenotype, but rhce*c.ivs2+3133a>g variant is associated with an allele drop-out. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated withlimitation 9 of ID core xt assay described in the ID core xt package insert under FDA approval.

Event description:
Site reports discrepancy between ID core xt and serology results. Serology: c+, c+ and ID core xt: c-, c+.